Event description:
Excess water collected in the circuit and began to fill the jet lifeport adapter. Water continued to collect following suctioning and patient became bradycardic and had decreased spo2. Bunnell hotline contacted. Circuit changed and lowered circuit temperature. Patient stabilized and placed back on jet with new circuit. No injury to patient. Dates of use: (B)(6) 2012.